Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An interior inspection showed signs of dried fluid within the cassette compartment. The cause of the observed dried fluid could not be determined. The mushroom head check passed. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following their treatment. The patient stated when they removed the cassette at the end of the treatment they found fluid leaking out of the cassette and on to the flat surface of cycler¿s cart. The patient further stated there was moisture on the cassette compartment. During follow up the patient¿s pd nurse reported that the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler replaced.